Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter inside the sterile fluid pathway of an amia automated pd set with cassette. It was further described as the patient noted "a bug inside the tube of the amia cassette". This was identified before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter inside the sterile fluid pathway of an amia automated pd set with cassette. It was further described as the patient noted "a bug inside the tube of the amia cassette". This was identified before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however five (5) photographs of the sample were provided for evaluation. The photographs were visually inspected, and it was noted that a round, black, and partially embedded particulate matter was observed inside the tubing of the set. The reported condition was verified. The cause of the reported condition was a manufacturing related issue caused by pin buildup during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.